Manufacturer narrative:
Product ID 97755 lot# serial# (B)(4) implanted: explanted: product type: recharger information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: nlf108970n, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) called stating they were burning up for the donut was burning them, it was burning their skin (pt verified the recharger (rtm) and "all of it" was burning them). Pt also stated the controls won't come on for they wont work at all and all it says is trying to recharge and wont (pt verified the controller was not working and would not come on). Pt noted this was the second night they had not done anything. Pt noted their implant keeps them from hurting and it had been two nights since they charged. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was not charging with a green flashing light. Pt verified there was no damage to the controller battery. Pt noticed one of the pins in the controller battery compartment looked bent and different then the others. During troubleshooting pt noted they did a hard reset the night before last. The issue was not resolved. The patient was sent out a replacement recharger (rtm) and controller. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt stated they had been hurting since they had not received their package.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The actions/interventions that were taken was that the patient was encouraged to stop passive recharge mode. This resolved the heat being created from sitting against their recharger for two or more hours, according to the patient. The rep stated that the issue has been resolved with their new equipment working properly. The patient's weight at the time was unknown. The information provided was also confirmed with a physician/account.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3. Analysis results found they were unable to test if the recharger was getting hot due to immediately going into a no device found error. Insulation was pulling out of the recharger antenna. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.